Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. Visual inspection was performed, and the instrument was found to have teflon pad damage. The teflon pad was found to be missing and was not returned with the instrument. The root cause of this failure is associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace gasket (teflon pad) was found warped upon firing. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.